Manufacturer narrative:
The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that klebsiella pneumoniae carbapenemase (kpc) was detected from the bronchoalveolar lavage (bal) sample collected from a burn patient during a bronchoscopy using the subject device on march 11. Furthermore, kpc and candida parapsilosis were detected from the same patient on march 13. There was no information on whether the device used at that time was the subject device. As a result of microbiological testing by the user facility, candida parapsilosis was detected from the instrument channel of the subject device. The number of microbe is unknown. The device had been reprocessed using a non-olympus automated endoscope reprocessor model adaptascope ((B)(4)). The number of the infected patients and the outcome are unknown. Olympus contacted the user facility to obtain further information, but they refuse to provide any further information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. The additional microbiological testing indicated no microbial growth for the distal end of the device, but moraxella catarrhalis (1 cfu/ml) was detected from the instrument channel of the device. However, no indicator microbe was detected from the device. As a result of the device evaluation by oekg, the following was confirmed. The glue around the lens at the distal end was broken. The control section was discolored. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial medical device report (MDR) based on the additional information. The model number of the subject device was ¿lf-tp¿. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the ¿patient sex¿ in section ¿sex¿ of the initial medical device report (MDR). The patient sex was ¿female¿. If additional information is received, this report will be supplemented.